Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, it was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. Device had minor scratches on lcd window, cracked case at reservoir tube window corners, battery tube threads and belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value was 250 mg/dl. The customer also reported the insulin pump has a crack from the middle of the reservoir window to the battery compartment and reservoir compartment. She also mentioned having low blood glucose earlier that day due to overcorrecting. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.